Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During ligating a polyp, two subject devices were used. Then, the respective loop of the subject devices could not be released. No patient injury was reported. No further information was provided. This is the first one of two reports.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00219 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. Based on the contents of the event, we are retracting MDR because the subject device was not used during the procedure. Cross reference MFR. Report number: 8010047-2017-00220.

Event description:
During ligating a polyp, the loop of the first subject device was already released when the doctor tried to use it. Therefore the doctor used the second subject device. However the loop of the second subject device could not be released. No patient injury was reported. No further information was provided. This is the first one of two reports.